Event description:
It was reported through the research article, "transvenous lead extraction in the left ventricular assist device patient" that the ventricular arrhythmias (vas) and implantable cardioverter defibrillator (ICD) therapies are common after implant with the left ventricular assist device (lvad), occurring with an estimated incidence of 20-50% for vas and 16-42% with icds. Lvad infections were also noted as a common complication associated with increased mortality. The case study focused on a 60-year-old man with non-ischemic cardiomyopathy, status-post heartmate3 lvad implant due to cardiogenic shock. Following implant, the patient required a subsequent surgical revision of the lvad outflow graft due to an extrinsic outflow graft obstruction (eogo), which presented with an ICD lead fracture in a dual-chamber ICD. The patient had extensive history of arrhythmias prior to lvad implant. They underwent an ICD transvenous lead extraction (tle) and replacement. Chronic oral anticoagulation with warfarin was continued uninterrupted and their inr was 2.2 on the day of the tle. The patient was listed for cardiac transplant in (B)(6) 2021 and underwent an orthotopic heart transplant with complete removal of the cardiovascular implantable electronic device (cied) in (B)(6) 2023 for refractory vas. Cied removal was noted to have been an essential component in the management of cied-lvad infection as an incomplete device removal in a cied infection can result in significant morbidity and mortality.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Brigham and women¿s hospital, 75 francis street, boston, ma 02115, USA kapur, s., tadros, t. M., & maytin, m. (2023). Transvenous lead extraction in the left ventricular assist device patient. Cardiac electrophysiology clinics, 16(2), 125¿132. Https://doi.org/10.1016/j.ccep.2023.10.012 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: corrected event narrative for clarification. Section g2: report source corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. Additionally, the reported event of outflow graft obstruction could not be confirmed based on the provided information. A specific cause for this event could not be conclusively determined. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft." Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 also instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Following implant, the patient required a subsequent surgical revision of the lvad outflow graft due to an outflow graft obstruction (ogo), which presented with an ICD lead fracture in a dual-chamber ICD.